Manufacturer narrative:
In (B)(6) 2020, boston scientific implemented a design enhancement of our is-1 headers. The enhancement includes changes to the is-1 spring connector block and header bore to increase spring contact stability for improved mechanical/electrical performance, as well as to reduce the overall effort required to insert an is-1 terminal pin into the pulse generator (pg) header. This enhancement applies to all boston scientific pgs with is-1 connectors.

Event description:
It was reported that this patient with this dual chamber implantable cardioverter defibrillator (ICD) exhibited high right ventricular (rv) lead impedance measurements. The rv lead is a non-boston scientific lead. Technical services was consulted and offered troubleshooting and programming options. The ICD system remains in service. No adverse patient effects were reported.